Manufacturer narrative:
(B)(4). Device not returned.

Event description:
It was reported that an unknown biomet screw fractured inside the implant. The implant had to be removed. Tooth location 28.

Manufacturer narrative:
This report is being submitted to relay additional information. The following sections are being reported: b5: it was reported that an unknown biomet screw fractured inside the implant at tooth location 28. It was reported that the implant platform was damaged. The implant had to be removed. There was no report of patient injury. G4 09 jul 2019. The reported screw and concomitant implant were received for evaluation. Visual inspection of the received product shows the internal drive feature of the implant contains the reported fractured screw, which was too badly damaged to be removed. Visual inspection identified that the implant is badly damaged at the threads and color. The reported condition of a screw that fractured inside the implant and damage to the implant platform was confirmed. A device history record (DHR) review could not be performed for the reported screw or concomitant implant, as the device lot numbers are unknown. Zimmer biomet quality management system has controls in place to ensure the distribution of conforming product. A complaint history review for the reported screw could not be performed as the reported item and lot number are unknown. A complaint history review for the reported concomitant implant item number was performed dating back 12 months for similar events and no existing non-conformances were found. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that an unknown biomet screw fractured inside the implant at tooth location 28. It was reported that the implant platform was damaged. The implant had to be removed. There was no report of patient injury.